Event description:
Device returned wtih report of "problem at the pump connector". Follow up with hcp revealed pt was unable to maintain therapeutic relief of spasticity. Bolus injections would cause a reduction of spasticity. Catheter dye study confirmed patency of the system. Surgical exploration revealed a very small leak. The connector was replaced with a new one to change the angle. Device appears to be functioning well now.